Event description:
A malfunction occurred with the customer's pump after it went through an x-ray. The customer's blood glucose level exceeded 500 mg/dl, with the displayed value being "high." To address this, the customer performed a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed the pump would be replaced, and instructions for returning it and receiving a replacement were provided to the customer.